Manufacturer narrative:
As per all available information it was confirmed that the device had operated as per specifications. The reported complaint was resolved by re-plugging the power cable by the customer and the device was not returned to resmed. Thus the root cause was most likely an user error. No adverse events occurred. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.